Event description:
The physician was using a mo.ma ultra 6f ID cerebral protection device to treat a helcoid lesion in the ica. Lesion exhibited 90% stenosis, vessel diameter: 5.9-8.4 mm, type ii. During the operation, the physician confirmed that the eca balloon could be inflated at the beginning but gradually deflated. This issue occurred at least 3 times during operation and the pressure was maintained only for up to 10 minutes. The operation was completed by continued use of the relevant device. In addition, a filter catheter (non medtronic) was used distal of the ica from the beginning of this operation together with mo.ma due to the development of superior thyroid artery at the proximal of eca balloon. Filter wire was deployed at distal ica which was clogged by thrombus and no flow was observed during procedure. It was thought that there was debris run off to distal ica during the procedure of stent deployment (non-medtronic). 10% stenosis remained post stenting. An ipsilateral stroke was confirmed by appearing paralysis 1 hour after the patient got back to a hospital room. Bayaspirin and pletal were dosed as pre- and combination treatment and edaravone was dosed for medical treatment of ipsilateral stroke after the operation. The patient underwent the rehabilitation for paralysis and was discharged from the hospital in the condition of mrs 2.the patient is in remission. Investigator has indicated the event was related to the mo.ma device and the procedure. Evaluation summary: the mo.ma device with stopcocks connected to the inflation luers were returned for evaluation. Traces of radio opaque solution were detected inside the inflation lumens however the lumens were not occluded so inflation/deflation test of the balloons could be performed without problem. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on both inflation lines. Bubbles stopped before 15 seconds. The upper semi-shell of the hub was removed and pressure was applied to both inflation lines using a vaclok filled by red water. No traces of the red liquid were noticed over the luer bonding zone of the inflation lines. Both balloons were tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon). No leakage/pinhole was detected after 30 minutes of inflation. No traces of liquid detected close to the bonding between luers and inflation tube after balloon test. No other abnormalities detected on the device.

Manufacturer narrative:
Evaluation, results, conclusion: inherent risk of procedure-cerebrovascular accident. (B)(4).

Manufacturer narrative:
The patients history includes serious pulmonary disease. The lesion treated was the right ica which was described as an ulcer. As a result of the previously reported mo.ma continuous deflation vascular occlusion was unsuccessful. The investigator has assessed that this unsuccessful vascular occlusion was related to the mo.ma device and procedure. The investigator has also assessed that the previously reported ipsilateral stroke was related to the mo.ma device and procedure.

Event description:
Additional information received reported that the investigator has assessed that it is unknown if the previously reported stroke event was related to the mo.ma device.